Manufacturer narrative:
Date is approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a friend/family member regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that troubleshooting was needed for patient education. They reported the patient received inadequate training as they had been trained under anesthesia. Patient programmer buttons were reviewed with the patient. Patient stated they had been pressing the stim on/off thinking they were turning on and off the patient programmer. Caller reported they were going through batteries quickly in their patient programmer. Patient reported they were using alkaline batteries, but may have had heavy duty batteries in the patient programmer prior. The patient stated the batteries were lasting about a month or two. Patient confirmed the patient programmer was working as it should. Patient also confirmed the stimulation was working as it should and they needed education on how to use the patient programmer correctly. The patient reported a return of symptoms. Patient was able to verify stimulation was on and they had been pushing the blue buttons on the left hand side to turn on and off the patient programmer. Patient was currently on program 2 at 0.6. Patient reported when they increased stimulation to 0.7, they could feel stimulation going down their leg, so they decreased to 0.6 and it was controlling their symptoms. They patient reported this was a sudden return of symptoms. They further reported they had a couple of accidents and after having a couple of beers it was like it was going right through them. Patient stated they believed the stimulation was turned off because they were using the patient programmer ins on/off buttons to turn on and off the patient programmer. Patient reported they had issues with the therapy on and off since implant. The patient also reported uncomfortable stimulation in their butt, which had already been resolved. They reported this had occurred suddenly, they laid down and stimulation became uncomfortable and it was vibrating in their butt. Patient stated they switched the program from 4 to 2 and that resolved the uncomfortable stimulation. No further complications were reported or anticipated.